Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and undefined bipolar and unipolar impedance qualified as high. The rv lead remains in use. No patient complications have been reported as a result of this event.